Manufacturer narrative:
D10 concomitant products: egia60avm, egia60avm egia 60 artic vasc med sulu(lot # n5c2244y) sigadaptshort, sig power sigadaptshort lin short adapt (serial # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the ileocolic pouch surgery, when the stapler was removed and inspected, the surgeon stated it only cut and fired half the reload and the staples could be seen in the distal end of reload. A further resection was taken and the side by side anastomosis was redone using a manual stapler. The surgical time was extended for 25 minutes as a result.

Event description:
According to the reporter, during the ileocolic pouch surgery, when the stapler was removed and inspected, the surgeon stated it only cut and fired half the reload and the staples could be seen in the distal end of reload. An end tone was heard by the sales representative and the surgeons. No error sound or message. A further resection was taken and the side-by-side anastomosis was redone using a manual stapler. The surgical time was extended for 25 minutes as a result.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.